Event description:
It was reported that some of the patient's blood glucose results from the accu-chek connect portal were not being transferred to their health care professional's portal. The patient will usually test 11 to 12 times per day. However, the doctor was only seeing 3 to 4 blood glucose results per day over the last seven days from their portal. The doctor adjusted the patient's insulin therapy (insulin to carbohydrate ratio) based on the results they received. The doctor increased the patient's novolog insulin from 1:30 to 1:20. The patient did not start taking the adjusted insulin therapy since the patient's father was concerned that the clinical decision could lead to a hypoglycemic event. It was later discovered that the doctor did not receive all of the blood glucose results taken from the patient's meter. After the patient's mother reviewed all of the results from the meter's log book with the health care professional, the doctor then decided to change the patient's insulin therapy I:c to 1:40. No adverse event was reported. No product is expected to be returned.